Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and tested the input and output of the m-cabinet dcps (direct current power supply). After testing, fse identified that the dcps was not producing any output due to this the system was not started. Fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.